Event description:
This system was removed due to infection. The hospital believes it was (B)(6). The system has not been replaced yet. Should additional information be received, this file will be updated.